Event description:
(B)(6) woman, presented to hospital with chest pain and increasing exertional dyspnea. History of coronary disease with stent previously placed in her lad. The underwent cardiac catheterization and this revealed significant left main stenosis. She also had in-stent stenosis in the lad stent and a lesion just distal to the distal aspect of the stent. During the procedure, intravascular ultrasound was being performed using the tvc imaging system and temporally related to this, she had acute thrombosis of the left anterior descending. It was quickly re-opened using angioplasty and stenting. Severe stenosis remained in vessel. Pt is without ongoing ischemia. Pt sent for emergent bypass surgery. Surgery successful.

Manufacturer narrative:
Results from the infraredx investigation of the angiographic films as well as discussions with the attending physician suggest that the root cause of this event was most likely due to the tortuousity of the vessel and not a specific feature of/or defect/malfunction of the tvc insight catheter. Physician stated that it is unclear whether the tvc insight catheter or the guide wire led to the dissection. The vessel was extremely tight.